Manufacturer narrative:
Contact has been made with the pt in order to report additional info. During that conversation, the pt communicated that he would not be providing any medical records and that since (B)(6) 2012, he has noticed a decrease in the pain. He is no longer going to a pain management clinic, however, he has not yet returned to work. He said that if he experiences any medical changes he would contact us. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. At this time the source of the pt's pain cannot be determined to be caused by the implanted device. If additional info is provided, a f/u MDR will be submitted.

Event description:
The following was reported to davol via maude report (B)(4). On (B)(6) 2009 - the pt was implanted with the 3d max mesh for repair of a right inguinal hernia. Following implant the pt experienced sharp pain on the right side. The pt has seen several doctors and has undergone pain management as well as physical therapy. The pt had to leave his job a year after implant.